Event description:
The meter os giving erratic results. The meter is used in an ambulance and on one patient they received reading of 45,158,27 mg/dl within 2-3 minutes.a review of the system was not possible over the phone because the contact did not have the testing supplies. The contact was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.